Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
(B)(4) on 09/14/2022, the impedance of battery was 0.34 kohm. On (B)(6) 2023 the impedance battery was 0.77 kohm. The inflection point has not been reached. The next patient's follow up is scheduled on (B)(6) 2023 the patient is not pacemaker dependent.